Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported very thick flaps, procedure completed. Additional information received states there were multiple patients with thick flaps. The patients underwent lasik with no patient harm. There are four related reports for this event. This report addresses report three of four.

Manufacturer narrative:
During technical onsite visit the field service engineer (fse) verified laser was cutting thick by about 10 to 15¿m (microns). The fse adjusted z offset from -480 to -490 and also changed incline offset from 60 to 50¿m. The system meets specifications per service test procedure. A review of the logfile for the treatment day shows during start up the vacuum check, the energy check and the ablation check were performed without issue. Also the image of the ablation check shows a valid and good test. The logfile shows 8 successfully performed treatments. The energy was stable during treatment day. According to the missing information about the treatment details the related treatment cannot be identified. But the review of the complete day shows no relevant error or warning messages. No relevant deviation between planned and performed energy is detectable for the treatment. The user operated surgery within the recommended energy settings. A nearer view at the z-offset at treatment day and the last preventive maintenance shows a difference of 10¿m. However, this difference is according to specification. No technical root cause of device was detectable during review of the logfile. The root cause is a need of readjustment of z-offset and inclined offset, there is no indication the product malfunctioned. The manufacturer internal reference number is: (B)(4).